Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample and the ink on the tubing of the extension legs was observed to be worn and faded. A split was observed in the extension tubing of the red lumen just within the distal end of the luer connector. Two kinks were observed in the catheter; one near the 1 cm and the other near the 22 cm depth marker. Both lumens of the sample were flushed and pressurized with a 12 ml syringe of water. The purple lumen was found to be patent to infusion and aspiration and no leaks were found when the lumen was pressurized; however, a leak was observed in the extension leg tubing near the distal end of the luer connector hub during pressurization of the red lumen. A microscopic observation revealed several beach marks and cracks on the break surface, which are suggestive of material fatigue. The tubing material was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. It is likely that the irregular adherence of the extension tubing to the luer connector is a contributing factor to the observed material fatigue; however the root cause of the adherence is currently unknown. A complaint history review found a rise in similar complaints exclusive to this product line which suggests there may be an unknown factor(s) contributing to this event type. Possible contributing factors include cyclic fatigue of the tubing and/or issue with product manufacture, however no evidence supporting a conclusive root cause was determined and consequently the cause of the event is unknown at this time.

Event description:
It was reported by the facility, via the sales rep, that they got a call from a nurse telling them that they had a patient that has a leak near the clamp site.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample and the ink on the tubing of the extension legs was observed to be worn and faded. A split was observed in the extension tubing of the red lumen just within the distal end of the luer connector. Two kinks were observed in the catheter; one near the 1 cm and the other near the 22 cm depth marker. Both lumens of the sample were flushed and pressurized with a 12 ml syringe of water. The purple lumen was found to be patent to infusion and aspiration and no leaks were found when the lumen was pressurized; however, a leak was observed in the extension leg tubing near the distal end of the luer connector hub during pressurization of the red lumen. A microscopic observation revealed several beach marks and cracks on the break surface, which are suggestive of material fatigue. The tubing material was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. It is likely that the irregular adherence of the extension tubing to the luer connector is a contributing factor to the observed material fatigue; however the root cause of the adherence is currently unknown. A complaint history review found a rise in similar complaints exclusive to this product line which suggests there may be an unknown factor(s) contributing to this event type. Possible contributing factors include cyclic fatigue of the tubing and/or issue with product manufacture, however no evidence supporting a conclusive root cause was determined and consequently the cause of the event is unknown at this time.

Event description:
It was reported by the facility, via the sales rep, that they got a call from a nurse telling them that they had a patient that has a leak near the clamp site.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned, at this time.

Event description:
It was reported by the facility, via the sales rep, that they got a call from a nurse telling them that they had a patient that has a leak near the clamp site.